Event description:
The customer contacted Stryker to report that the device¿s 12-lead ECG could not display the patient¿s rhythm during pacing. This issue may prevent the device from providing therapy if it were needed.The patient associated with the reported event did not survive.

Event description:
THE CUSTOMER CONTACTED STRYKER TO REPORT THAT THE DEVICE¿S 12-LEAD ECG COULD NOT DISPLAY THE PATIENT¿S RHYTHM DURING PACING. THIS ISSUE MAY PREVENT THE DEVICE FROM PROVIDING THERAPY IF IT WERE NEEDED. THE PATIENT ASSOCIATED WITH THE REPORTED EVENT DID NOT SURVIVE.

Manufacturer narrative:
STRYKER CONTACTED THE CUSTOMER TO REQUEST ADDITIONAL INFORMATION ON THE PATIENT. STRYKER REQUESTS PATIENT INFORMATION NECESSARY FOR REGULATORY COMPLIANCE, STRICTLY ADHERING TO HIPAA'S PRIVACY RULE. THE CUSTOMER INFORMED STRYKER THAT AT THE MOMENT, NO FURTHER PATIENT INFORMATION IS AVAILABLE. PATIENT FIELDS IN WHICH INFORMATION IS NOT PROVIDED WERE INTENTIONALLY LEFT BLANK. A STRYKER SERVICE REPRESENTATIVE PERFORMED AN EVALUATION OF THE CUSTOMER¿S DEVICE AND WAS UNABLE TO DUPLICATE THE REPORTED ISSUE. A CLINICAL REVIEW WAS PERFORMED FOR THIS CASE: THE ARTIFACT PRESENT ONCE PACING WAS ATTEMPTED PREVENTED THE USER FROM ASSESSING WHETHER ADEQUATE PACING WAS BEING ADMINISTERED. BASED ON THE CURRENT INFORMATION, IS IT POSSIBLE THE INADEQUATE PACING LED TO THE NEED FOR CPR AND THE PATIENT¿S SUBSEQUENT DEATH. STRYKER CONTINUES TO INVESTIGATE THE REPORTED ISSUE AND WILL SUBMIT A SUPPLEMENTAL REPORT ON THIS EVENT TO THE FDA AS PROVIDED BY 21 CFR 803.56.

Manufacturer narrative:
STRYKER CONTACTED THE CUSTOMER TO REQUEST ADDITIONAL INFORMATION ON THE PATIENT. STRYKER REQUESTS PATIENT INFORMATION NECESSARY FOR REGULATORY COMPLIANCE, STRICTLY ADHERING TO HIPAA'S PRIVACY RULE. THE CUSTOMER PROVIDED STRYKER WITH THE AVAILABLE PATIENT INFORMATION. PATIENT FIELDS IN WHICH INFORMATION IS NOT PROVIDED WERE INTENTIONALLY LEFT BLANK.

Event description:
THE CUSTOMER CONTACTED STRYKER TO REPORT THAT THE DEVICE¿S 12-LEAD ECG COULD NOT DISPLAY THE PATIENT¿S RHYTHM DURING PACING. THIS ISSUE MAY PREVENT THE DEVICE FROM PROVIDING THERAPY IF IT WERE NEEDED. THE PATIENT ASSOCIATED WITH THE REPORTED EVENT DID NOT SURVIVE.

Manufacturer narrative:
The device's electronic records were reviewed: the issue of ECG leads off detection during pacing was able to be verified but was not able to be duplicated. Root cause could not be determined. The issue of 12 lead live view malfunctioning was not able to be verified and was not able to be duplicated. Root cause could not be determined.During review of the PCO file, the issue of ECG waveform noisy was found and was able to be verified but was not able to be duplicated. Root cause could not be determined. Based on reviews from the listed individuals, the multiple ECG lead off/on events may indicate an electrode connection issue or that electrodes were not adhering well to the skin, which may have contributed to the reported issues.The customer has not accepted the device to be returned at this time. The device remains at the Service Depot, awaiting customer decision.